Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt is experiencing ineffective stimulation from his scs system. An sjm rep met with the pt but was unable to provide effective stimulation in all areas needed. The pt will follow-up with his physician to determine the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.